Manufacturer narrative:
According to the patient report the device was explanted due to the active electrode array being partially (5 channels) out of cochlea and therefore potentially contaminated. The device investigation shows additionally a damage to the active electrode likely caused by minute device mobility. Since a telemetry history for the device has not been made available, it remains unclear if the damage to the active electrode is related to the explantation surgery or was present whilst the device was implanted. This is a final report.

Event description:
Relatively poor auditory benefit was noticed.

Event description:
Relatively poor auditory benefit was noticed. The patient was re-implanted.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.